Event description:
Boston scientific received information that the patient contacted patient support and stated that she had experienced two episodes of syncope the previous day for an unknown reason. She had already contacted her clinic and they had her perform an interrogation using the remote home monitoring system. The field representative stated that he had seen the patient in the emergency room around the same time and the device interrogation did not reveal any issues. The field representative was unable to obtain any additional information from the clinic in regards to the remote home monitoring transmission. The cause of the syncope remains unknown and to the field representative's knowledge no programming changes were made to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over four and a half years later for reported normal battery depletion and returned for analysis.